Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that the cap on her onetouch delica lancing device was hard to remove or replace. The complaint was classified based on customer care advocate (cca) documentation as the patient was unavailable when medical surveillance attempted to follow up in order to obtain additional information and was unwilling to answer all questions during the original call. The patient did not specify when the device issue occurred. It is unknown what medications, if any, the patient takes to manage her diabetes or if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms as a result of the meter issue however stated that she received treatment from a healthcare professional in a doctor¿s office, but did not specify what treatment was received. During the call the cca noted that there was no apparent misuse of the device and the customer used the correct lancets. The issue remained unresolved when the cca reviewed the correct technique with the patient. The product was requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that the cap on her onetouch delica lancing device was hard to remove or replace. The complaint was classified based on customer care advocate (cca) documentation as the patient was unavailable when medical surveillance attempted to follow up in order to obtain additional information and was unwilling to answer all questions during the original call. The patient did not specify when the device issue occurred. It is unknown what medications, if any, the patient takes to manage her diabetes or if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms as a result of the device issue however stated that she received treatment from a healthcare professional in a doctor¿s office, but did not specify what treatment was received. During the call the cca noted that there was no apparent misuse of the device and the customer used the correct lancets. The issue remained unresolved when the cca reviewed the correct technique with the patient. The product was requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.